Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Red actuator is broken.

Manufacturer narrative:
Conclusion and justification status: the complaint states red actuator is broken. The investigation confirmed that the failure mode as reported it should be noted that the material of the broken part on this device has now been replaced to a different material, avaspire which less susceptible to residual stress and resists propagation of cracks the complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.